Event description:
Pump was reported to have alarm 20, which led to customer's blood glucose level exceeding 500 mg/dl, displaying as "high." Customer attempted to correct high blood glucose using a correction bolus via the pump. Despite attempts to load a new cartridge, alarm persisted, preventing resumption of insulin therapy. Customer was guided by technical support to prepare pump for return and will use multiple daily injections as backup therapy. Technical support confirmed shipping details and arranged pump replacement.